Manufacturer narrative:
The device was received in pod state 15 having completed 2218 pulses, completing first and second prime. The pod data shows multiple instances of immediate bolus indicating typical user-device interaction. Inspection of the device found no damage or defects that would contribute to the reported event. The needle mechanism was reset to its locked and loaded position and then was successfully redeployed. No issues with the needle mechanism were observed. The device was found to operate as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn and there was no impact to the patient's glucose level was reported.